Manufacturer narrative:
(B)(4).

Event description:
The pt was able to stop stimulation sensation by pressing on the implantable neurostimulator. Impedance measurements were normal even when pressure was put upon the header block. Revision surgery was done. Fluid or blood was noted under the connector block on the right posterior corner. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.